Manufacturer narrative:
(B)(4). 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that the display device prompted, "sensor will not work if no app installed" during the session when app was already installed. Data was evaluated and the allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.